Manufacturer narrative:
Concomitant product(s): product ID: 3889-28, lot# vaofqy5, implanted: (B)(6) 2014, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via a manufacturer representative (rep) reported that impedances were 4000 ohms or greater in all the combinations, but the patient felt stimulation. The event was observed until (B)(6) 2017. However, in the middle of (B)(6) 2017, the patient did not feel stimulation and symptom of fecal incontinence was aggravated. In (B)(6) 2017, the physician suggested the patient to receive an implant procedure. On (B)(6) 2018, the patient underwent a re-implant procedure. No patient injury was noted. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: vaofqy5, implanted: (B)(6) 2014, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative (rep) and confirmed with the hcp indicated that the cause of the high impedance was not determined. There were no further complications reported as a result of this event.